Manufacturer narrative:
The doctor re-attached the chipped portions to the patient's teeth using a dental adhesive. The suspect device was over 10 years old - which is 5 years beyond the stated use-life of the product.

Event description:
In january 2007 an attorney informed ormco corporation that an arch bending plier broke during an orthodontic adjustment performed by his client/doctor, causing the doctor to chip two of the patient's teeth (#'s 9 & 10).